Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the automated impella controller failed to detect the purge disc on impella connect. It was confirmed by the clinical representative that the nurse did not push the disc in all the way until the click was heard. The reported issue was quickly resolved, and support was continued. No patient harm was reported.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email d2 device name has been updated f6 and f8 should have been left blank.